Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: initial reporter city: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
A doctor reported that when using the monofocal intraocular lens (iol), model dib00 +21.0 for a patient, its use was unsatisfactory due to cracks in the optical zone. That during the implantation of the technis eyhance, it was observed that the plunger not fitting into the lens and pushing it irregularly with "cracks" in the optic zone and partial haptic amputation, opting for a zcb00 exchange. The lens was changed to a zcb00 +21.5 diopter. No further information was provided.